Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing which resulted in unnecessary shock therapy delivery. Boston scientific technical services (ts) was contacted for assistance. Ts noted all device measurements remained in-range of expected values and stable. Ts advised taking a chest x-ray to visualize the lead. To minimize noise oversensing, the device was reprogrammed. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that the device was explanted and this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.